Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient's pump had been beeping for two weeks and the patient didn¿t know that was the noise they had been hearing. The patient called their healthcare professional (hcp) when they made an appointment and they never told the patient about an appointment. The patient went to their scheduled appointment, and they "don¿t know why [the patient] missed the appointment they never told [the patient] about the day [the patient] called". The pump was now "beyond every 13 minutes". It was further reported the pump was alarming for about 10 days to 2 weeks. The patient's refill date was on (B)(6). On (B)(6), the patient went to their hcp. The nurse thought the patient was there for oral medication so the patient did not get a refill and "for some reason, she was given an original refill date in october. The patient was "finally" refilled with baclofen 3 days prior to this report. The patient had an appointment to see their hcp on (B)(6) because they were considering putting morphine in the pump.